Manufacturer narrative:
The device was later explanted for normal battery depletion. A return request was made for the product.

Event description:
Boston scientific received information that approximately seven months ago this pacemaker noted one year of remaining longevity. However, the device declared end of life (eol) approximately three months later. No programming changes were reported. Technical services discussed possible causes.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.